Event description:
It was reported that both right and left ventricular leads had dislodged, their thresholds were high/unstable/unmeasurable, they experienced no capture, and the physician was unable to advance either lead. Furthermore, the right ventricular lead was not sensing nor pacing appropriately. It was also reported that the atrial lead lost all slack; however it remained attached to the tissue. Both right and left ventricular leads were explanted and replaced. The physician added more slack to the atrial lead, and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was apparent explant damage.